Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. There were numerous hypotube kinks. The midshaft was separated 8cm from the guidewire exit notch. The fractured faces were stretched and jagged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mmx20mm maverick²¿ balloon catheter, it was noted that the balloon was separated from the delivery system and was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mmx20mm maverick²¿ balloon catheter, it was noted that the balloon was separated from the delivery system and was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).